Event description:
During revision, the surgeon wanted to exchange the neck segment but it was too tightly fixed on the stem that he was unable to exchange it and found another solution for the patient.

Manufacturer narrative:
We assume no product failure. The device history record shows no anomalies. The surgery report described that the proximal part of the stem was loose and that oscillation movement was visible. We assume that due to the loose part the stem moved and deformed and cold-welded under burden. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mp prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.